Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service ctr, the service tech reported the front cover of the calibrator was broken. No other details regarding the nature of the event were provided. Since the event occurred at the service ctr, there was no pt involvement during this event.